Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer's reported condition was not confirmed; the root cause was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer notified baxter corporate product surveillance of one all-in-one empty cont. W/conn(500 ml) in which particulate matter was observed on the inside of the bag in the solution. There was no patient involvement as this was observed after pharmacy filling. No additional information is available at this time. No additional information is available.